Manufacturer narrative:
The manufacturing location for this product is nipro, (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that healthcare worker noticed blood on the tray after the blood draw with bd vacutainer® safety-lok¿ blood collection set and saw that his hand had a cut on it. He is not sure if he was stuck with the needle or not. Potential needle stick injury. The healthcare worker had testing conduct at the facility. No prophylaxis given.

Event description:
It was reported that healthcare worker noticed blood on the tray after the blood draw with bd vacutainer® safety-lok¿ blood collection set and saw that his hand had a cut on it. He is not sure if he was stuck with the needle or not. Potential needle stick injury. The healthcare worker had testing conduct at the facility. No prophylaxis given.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that healthcare worker noticed blood on the tray after the blood draw with bd vacutainer safety-lok blood collection set and saw that his hand had a cut on it. He is not sure if he was stuck with the needle or not. Potential needle stick injury. The healthcare worker had testing conduct at the facility. No prophylaxis given.